Event description:
The initial reporter received questionable creatinine plus ver.2 results from two patient samples tested on the cobas 8000 c702 module. Sample 01: the initial creatinine result was 1054 mol/l, and the repeat result was 73 mol/l. Sample 02: the initial creatinine result was 269 mol/l, and the repeat result was 72 mol/l. The results were reported outside of the laboratory and questioned by the clinicians.

Manufacturer narrative:
The creatinine reagent lot number was 832325. The reagent expiration date was requested, but not provided. The field service engineer conducted a mechanical check, checked the cuvette levels, calibrated the cell blank, and repaired damaged rinse station tubings. Calibration and qc were performed with successful results.

Manufacturer narrative:
The investigation determined the service actions resolved the issue.